Event description:
The customer reported that the multiple patient receiver (org) disappeared from the central nurse's station (cns). Rebooting the org brought it back and it was visible at the cns. However, they were unable to find 4 telemetry transmitters on the network following the reboot this. They called back later stating that restarting the org temporarily resolved the issue, but after a few minutes, the org disappeared from their cns again. The device was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that the multiple patient receiver (org) disappeared from the central nurse's station (cns). Rebooting the org brought it back and it was visible at the cns. However, they were unable to find 4 telemetry transmitters on the network following the reboot this. They called back later stating that restarting the org temporarily resolved the issue, but after a few minutes, the org disappeared from their cns again. The device was not in patient use at the time. Investigation summary: the complaint device was received by nk's repair center. The unit was evaluated, and the complaint was duplicated. The cause of the issue was corrupted software. The unit was initialized, and its software was reinstalled to repair it. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: central nurse's station (cns): model: pu-681ra, sn: (B)(6) , device manufacturer date: 05/07/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Zm telemetry transmitters: model: ni, sn: ni, device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) disappeared from the central nurse's station (cns), and they rebooted the org. They org was up and running again. However, they were unable to find 4 telemetry transmitter on the network after this. They later called back stating that restarting the org temporarily resolved the issue, but after a few minutes, the org disappeared from their cns again. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) disappeared from the central nurse's station (cns), and they rebooted the org. They org was up and running again. However, they were unable to find 4 telemetry transmitter on the network after this. They later called back stating that restarting the org temporarily resolved the issue, but after a few minutes, the org disappeared from their cns again. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device: central nurse's station: model: pu-681ra, sn: (B)(6), device manufacturer date: 05/07/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned, zm telemetry transmitter(s), model: ni, sn: ni, device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned.